Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed expiratory valve test during pre-use check. The conclusion was that problem was solved by replacing the membrane of expiatory valve. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. This will be detected during pre-use check. No device logs were received. The root cause for the failure could not be determined.